Event description:
It was reported that a (B) (4) handheld computer screen would freeze during programming. Info received from the hospital revealed that after performing several soft resets the handheld could be used again, however, the hospital would like to avoid possible problems in the future and replace the old handheld. Currently good faith attempts to obtain product return have been unsuccessful to date.